Event description:
Pulmonetic systems, inc. Received a call from a representative of pacific medico on 07/11/02. The representative reported the following problem: found at service center. Not on pt. When setting vcv tidal=500ml the real tidal volume and display shows over 1300ml.